Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reported malfunction was confirmed. Based on the results of the investigation no root cause could be identified. However, it is likely the no image error was displayed due to defective printed circuit board of the patient board set (circuit board /printed circuit board). Moreover, the video connector was damaged and could not be connected. We surmised that this was why echo could not be used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) evaluated and repaired the device onsite and found that the printed circuit board had failed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that it was no longer possible to use the echo and the connector needed to be replaced while using the evis exera iii video system center. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, it was found that the printed circuit board had failed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.